Event description:
Information received indicates when the brakes are engaged from the head end of the stretcher, the foot end brakes do not hold.

Manufacturer narrative:
The technician found that the connecting rod was broken. He replaced the connecting rod and the brakes functioned properly.